Event description:
It was reported that approximately a month after implant, this right atrial (ra) lead was repositioned due to dislodgement, undersensing and loss of capture with no asystole. No additional adverse patient effects were reported. The lead remains in service.